Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and capsular contracture baker grade IV" are physiological complications and analysis of the devices generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV.

Event description:
Patient reported left side, "seroma, pain and ¿lumps¿. Healthcare professional reported capsular contracture baker grade IV. Device remains implanted.